Event description:
It was reported that a patient underwent a sling procedure in 2007. The patient experienced on-going post-operative urinary retention (over-corrected angle) and variable urge loss (if patient waited too long). About 6 days post procedure, the patient was given urocholine 25mg four times per day. Some few days later, the patient self catherized herself. Some days after, the patient was given macrobid 100mg two times per day. In 2008, the patient was given clindamycin, three vaginal ovules and vagifem 25mcg daily. At approximately 10 months later, a sling revision/partial excision was performed. Currently, the surgeon has no contact with this patient.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met al finished goods release criteria. This is one of two medwatches submitted for this device. See also medwatch 2210968-2008-01282. The same device is represented in each medwatch as it was involved in two events.